Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated implants") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), menstrual disorder ("unusual periods"), hormone level abnormal ("hormonal fluctuations") and migraine ("severe migraines"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, abdominal distension, menstrual disorder, hormone level abnormal and migraine outcome was unknown. The reporter considered abdominal distension, device dislocation, dyspareunia, genital haemorrhage, hormone level abnormal, menstrual disorder and migraine to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated implants") and genital haemorrhage ("unusual bleeding/ heavy bleeding") in an adult female patient who had essure (batch no. A57117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, hypertension, ovarian cyst and thyroid disorder. Concurrent conditions included chest pain, flank pain and hemostasis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), menstrual disorder ("unusual periods"), hormone level abnormal ("hormonal fluctuations"), migraine ("severe migraines") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy and right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, abdominal distension, menstrual disorder, hormone level abnormal, migraine and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, device dislocation, dyspareunia, genital haemorrhage, hormone level abnormal, menstrual disorder and migraine to be related to essure. The reporter commented: there were three coils noted upon completion of the insertion of the essure procedure. Pre and post operative diagnosis: chronic pelvic pain, endometriosis, menorrhagia, history of chronic anemia. Findings: 1. Left fallopian tube and ovary were surgically absent from a previous surgery. 2. Right ovary of normal appearance and was left in situ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated implants"), genital haemorrhage ("unusual bleeding/ heavy bleeding") and menorrhagia ("unusual heavy bleeding / heavy periods") in an adult female patient who had essure (batch no. A57117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, hypertension, ovarian cyst and thyroid disorder. Concurrent conditions included chest pain, flank pain and hemostasis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criterion medically significant) and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), menstrual disorder ("unusual periods"), hormone level abnormal ("hormonal fluctuations"), migraine ("severe migraines") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (tylenol) and surgery (hysterectomy and right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, dyspareunia, abdominal distension, menstrual disorder, hormone level abnormal, migraine and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, device dislocation, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: there were three coils noted upon completion of the insertion of the essure procedure. Pre and post operative diagnosis: chronic pelvic pain, endometriosis, menorrhagia, history of chronic anemia. Findings: 1. Left fallopian tube and ovary were surgically absent from a previous surgery. 2. Right ovary of normal appearance and was left in situ. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: pfs received: added new event unusual heavy bleeding/ heavy periods and treatment drug. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated implants"), genital haemorrhage ("unusual bleeding/ heavy bleeding/ unusual heavy bleeding") and menorrhagia ("unusual heavy bleeding / heavy periods") in an adult female patient who had essure (batch no. A57117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included anemia, hypertension, ovarian cyst and thyroid disorder. Concurrent conditions included chest pain, flank pain and hemostasis. Concomitant products included metoprolol. On(B)(6)2013, the patient had essure inserted. In march 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("painful intercourse"). In march 2015, the patient experienced menorrhagia (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, abdominal distension ("bloating"), menstrual disorder ("unusual periods"), migraine ("severe migraines") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal fluctuations"). The patient was treated with paracetamol (tylenol), blood transfusioin and iron was prescribed and surgery (hysterectomy and right salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, dyspareunia, abdominal distension, menstrual disorder, hormone level abnormal, migraine and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, device dislocation, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: there were three coils noted upon completion of the insertion of the essure procedure. Pre and post operative diagnosis: chronic pelvic pain, endometriosis, menorrhagia, history of chronic anemia. Findings: 1. Left fallopian tube and ovary were surgically absent from a previous surgery. 2. Right ovary of normal appearance and was left in situ. Plaintiff states symptoms or injuries were subsided about a couple of weeks after the removal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Event added: she did not underwent essure confirmation test. Concomitant drug was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated implants") and genital haemorrhage ("unusual bleeding/ heavy bleeding") in an adult female patient who had essure (batch no. A57117) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, hypertension, ovarian cyst and thyroid disorder. Concurrent conditions included chest pain, flank pain and hemostasis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), menstrual disorder ("unusual periods"), hormone level abnormal ("hormonal fluctuations"), migraine ("severe migraines") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy and right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, abdominal distension, menstrual disorder, hormone level abnormal, migraine and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, device dislocation, dyspareunia, genital haemorrhage, hormone level abnormal, menstrual disorder and migraine to be related to essure. The reporter commented: there were three coils noted upon completion of the insertion of the essure procedure. Pre and post operative diagnosis: chronic pelvic pain, endometriosis, menorrhagia, history of chronic anemia. Findings: 1. Left fallopian tube and ovary were surgically absent from a previous surgery. 2. Right ovary of normal appearance and was left in situ most recent follow-up information incorporated above includes: on 27-jun-2018: reporters added and updated patient demographics. Lot number added.historical condition, concomitant disease were added. Updated suspect drug indication and lot number. Event abdominal pain were added.on (B)(6) 2016, she explanted essure (previously reported as (B)(6) 2016). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.